Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that the customer had diabetes for fifty years. The customer had heart disease and had a bypass. The called did not know the customer's blood glucose at the time of death, however, the caller stated that the customer's blood glucose was stable: between 100 m/dl and 150 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors, however the caller was not sure if the customer was wearing a sensor at the time of death or not. The caller declined returning the insulin pump for analysis. The caller also declined performing an upload to the carelink.